Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device is intended to display an alarm/ alert if it detects an issue and may discontinue applying therapy until issue is resolved. Loss of negative pressure wound therapy benefits would not be likely to cause or contribute to death or serious injury. Event may cause minor or temporary injury (e.g., delayed wound healing, maceration, etc.) Requiring no or minor medical intervention. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include: set-up procedure, kinks, leaks or blockages. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment with a renasys go, two weeks ago everything was running fine, but after the patient¿s nurse changed the dressing five hours ago, the device does not seem to be working any more as she cannot see the pressure" and that she does not feel it auctioning. She also reported that there is no drainage along the tubing and the canister as it used to while he was stiii at the hospital. The patient¿s daughter stated that she sees the green light in the device and the screen displays continuous 120 mmhg. She stated, "I am looking at youtube to see how the dressing is changed and I have noticed that the nurse made the foam bigger than it was supposed to and she put a bunch of pieces and nothing is flowing, but the nurse is going to come back tomorrow." She believes that the cause of the therapy not being delivered any more has something to do with the new foam inserted as it was cut big and extended over the edges of the wound. It was discussed that a lack of alarm can also be when there is not yet enough blockage detected and so the alarm won¿t trigger. No additional information is available.